Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading while insulin therapy was in use. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm type, instructed caller to remove cartridge and deliver 9-unit bolus, and then had customer stop bolus immediately when caller did not follow directions and left cartridge attached; caller then successfully reloaded same cartridge and was able to resume insulin therapy, and issue was considered resolved.